Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a stuck button alarm. The customer was in a water park leading up to the alarm. Blood glucose level at the time of the incident was not reported. Troubleshoot for the stuck button alarm was provided. A frozen screen was also reported. The customer was advised the insulin pump has to be replaced and to revert to back-up plan per health care provider's instruction. The product will be returned for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Insulin pump time/clock moved. Insulin pump had intermittent buttons response due to flattened (creased) esc button dome switch. No unlocked lcd keypad connector noted.